Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) crm fan is not working. There was no patient involved.

Manufacturer narrative:
A getinge field service engineer (fse) checked the machine and found the crm fan is not working. The fse cleaned the fan and reset connection of crm fan and the problem was rectified. The machine was observed for 5 hours and is working fine. Device was handed over to the customer for clinical use.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.